Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal pain medication for nonmalignant pain/failed back surgery syndrome. The pt's pain was controlled with morphine 1.1 mg/day on 11/2/1998. On 11/21/1998, the pt experienced intractable nausea and vomiting. On 11/22/1998, the pt's cerebral spinal fluid showed increased white blood count's glucose, and protein. No bacteria were identified. No meningeal signs were present. The hcp stated subsequent culture results could be obtained from dr. Dr stated he does not give out pt info to mfrs.